Event description:
The pt was bilaterally implanted with siltex salines on 6/30/96. Subsequently, it was noted that the prosthesis had migrated and both were removed on 4/8/97. This report was submitted to the FDA pursuant to new "MDR reporting guidance for breast implants" (mentor effective date, february 10,1992). Any perceived increase in frequency of events is related to the filing of reports for events, which were previously not MDR reportable events per 21cfr803.